Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the tear troughs, infraorbital hollows of were made while moving from the midline more medially, still far from the nose with 0.3ml juvéderm volbella xc and had a "vascular occlusion". Hcp did all proper steps aspirin, flushed area and observed her for an hour. Additional info provided, the needle was on the bone, but it slipped slightly. Despite this, an injection was made, and the patient felt something in the tooth during the injection. Treatment on the left side was stopped, and the other side was treated. The patient then experienced "light-headedness, numbness in tooth, became visibly pale, and had sweating on the upper lip. After 15-20 minutes, patient was fine however, a spot on the left nasolabial fold (nlf) close to piriform area "turned dusky". Treatment included a mixture of 1 vial of hylanex (150 units) with 3ml of bacteriostatic saline was flooded over the affected area and massaged thoroughly with silver gel. The spot did not disappear completely. Each time the area was massaged, capillary refill improved, but it would worsen when massaging stopped. Also, recommended a warm compress. The skin looked significantly better, but there was still some discoloration on the nose and nasal ala, moving from the piriform area. The patient remains numb. Symptoms resolved.